Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a the pump has completely failed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved

Manufacturer narrative:
Follow-up #1: date of submission 6/18/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: investigator confirms issue in history but was not able to reproduce during investigation. Black box dates from 4/12/2015 -4/21/2015. Multiple battery alarms, power on reset events and voltage drops observed in black box. Removed pump case. No evidence of l moisture or loose components inside pump.